Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely elevated gentamicin (gent) result was obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data files. Calibration and quality control data was within conformance. Hsc was made aware that the customer has not observed any additional discordant gent patient samples since the date of the event. The customer is fully operational. This appears to be an isolated event. There is no evidence of an instrument or assay product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated gentamicin (gent) result was obtained on a dimension exl with lm system. The discordant result was reported to the physician(s) and questioned. The same sample was reprocessed and a lower result was obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated gent result.